Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. While performing an interventional procedure, during normal x-ray release by pressing the footswitch, the exposure did not automatically stop once the operator released the pedal. The procedure was continued on the affected system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted if additional information becomes available.

Manufacturer narrative:
The investigation of the reported issue was completed by siemens experts. Siemens was unable to perform an on-site service visit as the customer did not accept it. Additional information was provided that a third-party service engineer replaced the footswitch. No log files or other relevant diagnostic information were provided. As a result, a more detailed analysis of the issue was not possible. In addition, the affected component was not returned to siemens for evaluation. Therefore, an extensive investigation could not be conducted, and the exact root cause of the complaint could not be determined retrospectively. The operator manual states that, in the event of unintended radiation, radiation can be stopped immediately by pressing the red emergency stop button. In addition, the system provides the customer with multiple indications to display radiation status and radiation duration. These indications are available during regular operation, as well as in cases of unintended activation due to system malfunction or operator error. Considering measures addressing the risk of unintended radiation release: - limiting the dose exposure (dead man switch in flouro, maximal duration of acquisition scenes) - radiation indicator - stopping radiation through emergency stop button the relevant root cause for the unintended radiation release was a defective foot switch. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.